Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: the procedure was a laparoscopic colectomy. No bleeding or damage of the target tissue was observed. The patient¿s condition is stable. No lot or batch number was provided therefore a device history could not be done. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy procedure, a deployed clip was unformed during use. The same issue occurred several times. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2022. D4: batch # u95w38. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, 4 malformed clips and 1 conforming inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 malformed and 4 conforming clips. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number u95w38, and no non-conformances were identified.